Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The following sections could not be completed with the limited information provided. Date implanted - unknown. Review of sterilization certification confirms device was sterilized. This report is number 1 of 3 mdrs filed for this event (reference 1825034-2013-01254 / 01256).

Event description:
It was reported patient underwent partial knee procedure in 2007. A subsequent revision was performed (B)(6) 2013 due to infection. The femoral, bearing and tibial tray were removed and replaced with cement spacer molds.